Manufacturer narrative:
Investigation: harvest product kits contain multiple components that have various expiry dates. The outer kit label contains the expiry date associated with the component that has the shortest expiry timeframe. A review of the certificate of compliance shows that this lot met all acceptance criteria for release. As the reported adverse event did not relate to activities associated with the manufacture of this lot, further review of the device history record was not performed for this report. Correction: clinical support spoke with the nurse at the facility, the doctor knew prior to the procedure that the set was expired and used the set knowingly. The nurse assured clinical support that there were no more expired sets. Root cause: based on the clinical findings, the use of the expired set was caused by operator error.

Event description:
During a conversation between the terumo bct account manager and the doctor at the customer site, the doctor disclosed that they performed a platelet-rich plasma (prp) injection the previous day on a patient with chronic foot pain using an expired set. It was reported that the doctor knew prior to the procedure that the set was expired and used the set knowingly. The patient status is reported as healthy. The disposable set is unavailable for return because it was discarded by the customer.